Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set three (3) days after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the level of the drain bag sealing near the stopcock. All accessories provided within the set, including the drain bag, are single use products. The reported leakage occurred 24 hours after the start of therapy. Once used the drain bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. A preventive action record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.